Event description:
It was reported device was not able to be interrogated. Attempts with second programmer to interrogate but interrogation was unsuccessful. Device was explanted and replaced. Patient condition was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported field event of an inability to communicate with the device was confirmed in the laboratory and caused by low battery voltage. The low battery voltage was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.